Event description:
Event description cpi received information that this patient received several inappropriate shocks since the patient's device was replaced back in 05/97. After reviewing an x-ray at the follow up, there was noted what appears to be a continuity break in either the insulation or wire. The bipolar endocardial tined lead (0010) may be replaced. At this time no invasive has been performed.